Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to long charge times during middle of life. The health care professional performed a manual capacitor reformation which restored the battery status to middle of life. A copy of the device's memory was preserved and analyzed which confirmed the extended charge times. Technical services advised that this device be explanted and replaced despite the fact that the battery status had been restored. No patient injuries were reported. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.